Manufacturer narrative:
Initial.

Event description:
It was reported that the user went through three teflon infusion sets in one day because the adhesive paper lifted the needle while the user was removing the adhesive backing, and replacement infusion set and cartridge supplies were shipped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available, and the available information was insufficient to further characterize a device problem or identify a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.